Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, corrected h.10. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on patient screening and post-procedure care. The event of calcification of the sapien 3 valve was confirmed from the medical record received. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Although the exact cause cannot be confirmed, available information suggests that patient factors (history of hyperlipidemia and diabetes) in combination with progression of the disease process may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on continuing investigation and medical records received. The following sections of this report have been updated: corrected b1, corrected b3, corrected b5, corrected b7, corrected h6 health effect clinical code, corrected h6 device code. Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position in a pre-existing surgical valve, underwent an explant procedure after an implant duration of approximately 4 years and 6 months. Through investigation it was found that the 26mm sapien 3 valve was explanted due to severe bioprosthetic degeneration. The patient had progressive and worsening shortness of breath, chest pain, and anemia (thought to at least in part due to hemolysis of the valve) prior to the explant. A tte approximately 4 years and 4 months post implant of the sapien 3 valve indicated the patient had severe aortic stenosis. Pre-op tte revealed aortic valve mean gradient of 67.22mmhg, aortic valve area of 0.4cm2, mildly thickened valve leaflets, and all three leaflets showing limited motion. The patient underwent explant of the sapien 3 and surgical valve, and a new surgical valve was implanted. Per the explant procedure operative report, the mechanism of failure was leaflet calcification of the sapien 3 valve. The patient is doing very well post explant and denies any shortness of breath.

Event description:
As reported by the edwards lifesciences implant patient registry, a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position within a pre-existing surgical valve, underwent an explant procedure after an implant duration of approximately 4 years and 6 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned to the manufacturer.